Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented metallic gray, coiled foreign body,') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (surgical laparoscopy with tubouterine preimplantation,bilateral essure removal). Essure was removed. At the time of the report, the device breakage and endometriosis outcome was unknown. The reporter considered device breakage and endometriosis to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : device breakage and endometriosis " quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragmented metallic gray, coiled foreign body,') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and endometriosis ("endometriosis"). The patient was treated with surgery (surgical laparoscopy with tubouterine preimplantation,bilateral essure removal). Essure was removed. At the time of the report, the device breakage and endometriosis outcome was unknown. The reporter considered device breakage and endometriosis to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: device breakage and endometriosis". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.